Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was tilted and causing her to experience discomfort at the ipg site. Subsequently, the patient underwent surgical intervention where the ipg was sutured in the ipg pocket. The patient reported effective therapy postoperative.